Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was hospitalized due to possible infection at the ipg site. Per the physician, the ipg pocket was red and swollen. The patient was given antibiotics and was discharged from the hospital due to an improvement in the redness. As of 07/30/2014, all the issues were resolved.